Event description:
Above implants were removed during revision surgery (B)(6) 2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Other reports were found in a search of the complaints databases against the provided product/lot code combinations. Per procedure, these devices are exempt from DHR review. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.